Event description:
Rashes on my back/arms, joint pain, ibs, vitamin d deficiency, dry eyes/skin/hair, stomach/side pain, hip/back pain problems with teeth had to have two pulled, inflammation, allergic reaction to a migraine medicine called topamax, inflammation in the airway.